Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device preparation for an initial implant, the implantable cardioverter-defibrillator went into backup operation while still in the box. The device was not used, and a new device was implanted. The patient was stable throughout the implant procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed. The device was tested on the bench and no anomalies were found. . The cause of the bvvi was unknown. Bvvi could not be reproduced.